Event description:
Caller states that softclix lancets were uncapped out of box. Box was sealed and undamaged at time of purchase. Caller was accidentally stuck when he reached into the box to obtain a lancet. Caller alleged that the issue in 6 or 7 other packages, but no further information is available. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.